Event description:
Reporter indicated he tried twice to interrogate a vns therapy patient's generator, but he was unable to establish communication. The physician believes the non-communication event is due to normal end of service. A battery life calculation revealed the generator is 1.62 years remaining until eri = yes. Good faith attempts to obtain additional information have been unsuccessful to date.